Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported it takes "7-8 hours to charge at least¿ and it they ¿usually don¿t even get up to 75%." Patient reported this had been happening since they got out of rehab ((B)(6) 2019). It was reported that the patient does get full coupling boxes but they can¿t fully charge it, and it takes a long time to charge. The patient did not think the implant has moved or flipped. It was also reported that the night prior to the reported they increased it to 1.8, and they usually have it at 1.3 and it was really strong but it made their back feel a lot better. This was reportedly the first time this had happened. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the new antenna resolved the issue. No further complications reported/anticipated.